Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device.

Event description:
The micro drill was sent in for eval because it was running on its own without activation during a procedure. A replacement device was readily available and it was used to complete the procedure without any delay. No adverse event was associated with the device.